Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-13833. The pt has two leads from the same lot number. It was reported the pt's right lead has invalid impedances and the left lead has a low impedance. It was noted the pt does have adequate stimulation from the left lead. A sjm representative was unable to capture coverage using the pt's valid contacts. X-rays revealed no anomalies. It was also noted the ipg was dipped in a sterile solution prior to the implant and the physician suspects there may be fluid in the header. The pt is to follow-up with her physician after 3 months to see if the issue has resolved itself.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.